Manufacturer narrative:
During inspection and testing, broken cable. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a field service engineer went to the customer site and inspected the cabling in the boom arm for monitor 2. Intermittent loss of video signal was observed due to badly damaged or broken video cables, however the power to the monitor would not be affected. He was not able to identify any device issue that would be causing the intermittent loss of power. The customer¿s reported issue (no image) could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a laparoscopic procedure the field display monitors intermittently lose power when the monitor arm is articulated. Follow up with the customer was performed and the following information obtained: they verified that no adverse event occurred, procedure delay of 10-15 minutes to switch out with another monitor. No medical intervention was necessary, the procedure was completed with the second monitor. The customer stated that this issue has occurred several time in (B)(6) and the exact event date is unknown. There were no reports of patient harm associated with this event

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the field display monitor would intermittently lose power when the monitor arm is articulated; however; the power to the monitor was not affected during the loss of video signal and the image was still available. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.